Manufacturer narrative:
.

Event description:
It was reported that the patient developed an infection. The dressing was cut in half and applied to the wound between subclavian and breast. An unknown film was used to cover the cut edge of the dressing. Drainage was performed and cerebrospinal fluids were leaked along a drain tube. The doctor reportedly thinks this leakage caused the dressing to lift and the infection to develop.